Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the in-office battery voltage was 2.93 v, and there was concern that the battery was trending down quickly. Review of device data by the technical consultant found that the voltage was acceptable, and that the daily trend shows all measurements within normal limits. The technical consultant stated that the in-office measurement may be due to telemetry battery current drain. The device remains in use. No patient complications have been reported as a result of this event.